Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was provided. It shows a syringe with a piece of rubber stopper inside. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. This is the 1st complaint for lot # 8290566 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: after filling the syringe, the rubber stopper is assembled. It could have happened that a piece of rubber stopper was in the stopper hopper and got into the syringe when assembling a rubber stopper. Rationale: CAPA not required at this time.

Event description:
It was reported that foreign matter was found in the bd¿ pre-filled normal saline syringe before use. The following information was provided by the initial reporter, translated from chinese to english: "when unpacking the flush 3ml, foreign body was found in the product, which was suspected to be rubber plug."